Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. It was unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to missing segments. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the customer dropped the insulin pump and the screen cracked and they could not read the display. It was stated that the customer had the insulin pump in his sweatshirt and it fell out after hockey practice. Blood glucose value was 268 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.